Event description:
An optical laser fiber was returned because it did not work. The customer desired credit only, and there was no report of injury. After inspection of the returned product was completed,it was determined that the product no longer functioned because of a combination of excessive heat and tissue debris on the tip of the fiber. The user is alerted to this possible condition and its preventative measures in the labeling of the product. During 6/95, the returned product was inspected. It was observed that the distal tip of the fiber was no longer present. Under microscopic examination, it was concluded that this condition was caused by user error.